Event description:
Information was received from a manufacturer representative regarding an external device. It was reported that the end of the cable was broken. No symptoms were reported. Additional information was received. It was reported that the end that was broken was the desktop charger (dtc) connector pin. The cause of the broken end was not determined and the replacement dtc resolved the issue. The information has been confirmed / provided by the physician.

Manufacturer narrative:
Continuation of d10: product ID pn-503103004 lot# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: pn-503103004, serial/lot #: c0415250, ubd: 01-jan-2050, (B)(4). G2. Foreign: netherlands h6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.